Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2015 with the following findings: on investigation, the alleged call service alarm was verified in the black box. Review of black box data found record of the motor rewind error related alarm. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. The rewind/load/prime sequence exercise was completed without incidences. During the 24-hour basal exercise, the pump emitted a software testing error related alarm. Pump casing was opened and moisture damages were found on the printed circuit board and the motor boost regulatory. The alleged call service alarm issue could not be fully investigated and no conclusion could be drawn.